Event description:
It was reported that during unpacking the device for preparation for a ptca procedure, the shaft of the quantum maverick monorail catheter broke. The lesion to be treated was located in the left anterior descending (lad) coronary artery. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "good".